Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration. The patient could not feel stimulation.

Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration. The patient could not feel stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50 serial # (B)(4) description: enh p3a lead kit.

Manufacturer narrative:
Additional information was received that patient's leads were in a knot around the ipg due to the ipg being flipped. The physician replaced the leads with a paddle lead, no malfunction suspected. The patient is doing well and receiving adequate coverage. The explanted leads were not returned to bsn as they were discarded by the medical facility.